Event description:
A customer reported unexpected negative reactions with the capture-r ready ID assay on galileo echo sn (B)(4).

Manufacturer narrative:
A review of the plate image files for the sample tested on (B)(4) 2011, showed that cells 1 and 3 of the screening assay were positive and were also visually positive. Cell 2 was equivocal. Cells 1 and 3 are m positive. All cells on the antibody identification assay resulted negative and were visually negative. The following cells are m positive: 2,3,4,6,7,9,10,11,12 and 13. Controls performed as expected. A review of the image files for the sample tested on (B)(4) 2011, showed that all antibody screening and identification results were negative and visually appeared negative. All other samples tested resulted as expected. Controls performed as expected. The unexpected reactivity appears to be sample-related. The product is performing as expected.